Event description:
Information was subsequently received that the device and competitor rv lead were explanted. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
A device replacement procedure has ben scheduled. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead fault was recorded on (B)(6) 2012 after a 41 joule shock was attempted and the device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 41 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the right ventricular (rv) lead. Additionally, the system detected the explant indicator had been reached and there was a fault code indicating a possible device malfunction. It was confirmed that the device had reached end of life (eol). The patient was scheduled for an urgent device replacement procedure. No adverse patient effects were reported.